Manufacturer narrative:
Data log files from the subject surgery were analysed. Investigation indicated that the first shutdown was caused by a software timeout, and that the second shutdown was caused by a software bug.

Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed a follow-up medwatch report will be submitted.

Event description:
During surgery, there were two device shutdowns. After each shutdown, the device was restarted to pursue surgery.